Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: "machine displaying vent outlet temperature high in service software and comes intermittent ." No clinical signs, symptoms or conditions. No health consequences or impact.